Event description:
Ous MDR - two months after implant, during routine follow-up, interrogation was not possible. No evidence of a pacing pulse was seen on the EKG. Moving to another room and trying another programmer were unsuccessful. The physician decided that the device should be explanted. There were no adverse patient side effects reported. The ICD has been returned for analysis.

Manufacturer narrative:
1/18/2018 - we received an updated device evaluation. Mi upon receipt, the device was subjected to a thorough analysis. As a first step of the analysis the ICD was interrogated confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The battery was found to be depleted. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. The electronic module was therefore sent to the manufacturer for further detailed analysis. A detailed module analysis revealed that a low voltage capacitor responsible for the voltage supply of an integrated circuit was damaged leading subsequently to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged low voltage capacitor on the electronic module was identified as the root cause for the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment; however the date of occurrence was not determinable. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
Upon receipt, the device was subjected to a thorough analysis. As a first step of the analysis the ICD was interrogated confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The battery was found to be depleted. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified as the root cause for the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.